Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported one of the pem studs was loose on the display assembly board. The service technician replaced the display assembly board with another one. Since the event occurred during routine testing of the device, there was no pt involvement during this event.